Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012404908); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34, a pre-implant balloon aortic valvuloplasty was performed due to calcification. During the first deployment attempt, the valve dislodged towards the aorta and was recaptured into the delivery catheter system (dcs). On the second deployment attempt, an infold in the valve frame was observed. Consequently, the valve and dcs were withdrawn from the patient. A new valve and dcs were then used for implant. The procedure experienced a delay of approximately 3-5 minutes. No patient complications have been reported as a result of this event.